Manufacturer narrative:
Additional device product codes: jdp, hwc. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number (B)(4) , a copy is attached. The only information contained in this report is correction and additional information. It was reported that the patient was implanted with a 4.5mm variable angle locking compression curved condylar plate with 12 holes (266mm, right) in (B)(6) 2017. An explant procedure was performed in (B)(6) 2017. Concomitant device reported: screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 4.5mm va-lcp curved condylar plate/12 hole/266mm/right. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.